Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Gt hold 10 8 a customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor, with symptoms of redness and itching. The customer had contact with a healthcare provider and received flamazine 50g cream as treatment. There was no report of death or permanent impairment associated with this event.